Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal and on the top of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged top of the seal remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, the sheath valve was leaking air. After inserting the catheter air was aspirated. However, air continued to leak from the valve. The sheath was exchanged and the procedure was completed with no adverse patient consequences. The physician alleges that its possible the volt catheter was not introduced properly resulting in damage to the valve.